Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR. Reports:1627487-2016-01282 & 1627487-2016-01951. It was reported the patient was no longer receiving stimulation. Diagnostics and imaging showed no anomalies. It was also reported an sjm representative was unable to resolve the issue with reprogramming. As a result, the patient's scs lead was explanted and replaced. Effective stimulation was restored with the surgical intervention. Based on the analysis results of the scs extensions, they are being reported as device 2 and device 3 respectively.